Event description:
It was reported that a person with gastroparesis experienced vomiting after meals and, after delivering a meal bolus, was unable to digest the meal, leading to a low blood glucose that was confirmed on a glucometer and treated with oral glucose; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.